Event description:
During a routine preventative maintenance, the unit did not change to 150j or 200j and gave an error code 1000. When set at 150 or 200j and charged, the energy on the display started to increase toward the target energy as normal. But when it reached about 130j, the screen went blank and then displayed error code 1000. There was no pt involvement.